Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient received fourteen shocks due to noise on the right ventricular (rv) lead channel. Therefore the rv lead will be replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient received fourteen shocks due to noise on the right ventricular (rv) lead channel. Therefore the rv lead was replaced with a new lead. No further patient complications have been reported as a result of this event.